Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. A connection loss was reported to have occurred for transmitter ID: (B)(4). Data investigation confirmed a connection loss on (B)(6) 2017 for transmitter ID: (B)(4). The root cause could not be determined post investigation. The reported loss of connection was confirmed via data. A root cause could not be determined.